Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2158-70, serial #: (B)(4), description: linear lead with enhanced stylet, 70cm.

Event description:
A report was received that the patient was having pain at the midline. The physician believed that the lead was too close to the surface of the skin. The patient underwent a revision procedure wherein the lead was buried deeper. The patient was doing well postoperatively.